Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator was noted with intermittent t-wave oversensing episodes. No changes were made. The patient was stable and would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter-defibrillator continued to post paced t-wave oversense. Programming changes were made to resolve the issue. The patient was stable and would be monitored.